Event description:
Medtronic received information that this mechanical valve, implanted 4 years, was explanted due to pannus. It was also reported that the patient experienced a stroke. The valve was replaced with a non-medtronic pericardial tissue valve with no adverse effects reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product continues to undergo analysis. Following completion of the analysis, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection revealed that one valve leaflet was fractured; the other leaflet was intact. Microscopic inspection of the fractured left leaflet showed evidence consistent with contact from a metallic instrument during explant. Host pannus with peripheral fibrin thrombus, resulting in leaflet and hinge/pivot encroachment, was observed on the inflow surface. A separate, detached, tissue sample with fibrin thrombus was returned with the valve. Histopathology examination of the tissue lining the inflow surface verified the clinical diagnosis of pannus formation; the presence of fibrin thrombus lining the inflow radius is consistent with local hemodynamic changes secondary to the overlying pannus. The separate tissue fragment within the container was composed of layered fibrin thrombus and is presumed to have been detached from the explanted valve sample. There was no evidence of infection in the tissue sections examined. Functional testing of the leaflets confirmed that the leaflets moved freely. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.